Event description:
The device reportedly displayed dashed lines on the display screen when connected to a pt. The pt cable and ECG electrode connections were checked and were found to be properly attached to the pt. A back up device was obtained and the pt was determined to be asystolic. The rptr stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.